Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of leaks past the reservoir o-rings. The customer's blood glucose reading was 186 mg/dl. The customer stated that she had a reservoir leaked all the insulin out. The customer stated that she tried to remove the reservoir plunger both ways and all the insulin came out. The customer declined to troubleshoot for reservoir leaks. The customer stated that she will call back later.